Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. There was crystal leakage in the lcd. The unit had an outdated pcb and power switch. The investigator also noticed a cracked tank cover. The line cord was also missing the plug end. The investigator performed a visual inspection and then filled the tank with water, attached a temp check, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking) was replicated during testing. The leaks were caused by cracks in the tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. These cracks/damages were caused by the user. A user issue was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking from a crack in the reservoir. No patient injury or complications were reported in relation to this event.